Event description:
The tip of the driver broke off during a case. No pieces were left in the patient.

Manufacturer narrative:
The device has not returned for evaluation. No photographs were provided; therefore, the complaint cannot be confirmed. The identfying lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information, the root cause could not be determined. If additional information and/or the device returns a supplemental report will be submitted.